Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to the device being on the low voltage capacitor advisory. A new device was implanted and remains in service. No additional adverse patient effects were reported.